Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that, "lag screw was rubbing against it band and causing pain, so patient wanted it removed. All other implants were stable and left in the patient. Patient specified to doctor that he wanted to keep the item."